Manufacturer narrative:
No mc33150 product samples, videos or photographs were returned for investigation. The device history record was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device is not available to be returned for investigation. A review of the device history record is pending.

Event description:
The complaint/event involved a 7" (18cm) appx 0.24ml, smallbore pressure infusion (400psig) ext set w/microclave® clear, purple clamp, rotating luer. The reporter stated that there was a connector malfunction, specifically that it leaked an unspecified fluid/infusate. They have been experiencing troubles with their stop-cocks and IV connectors in nuclear medicine and pet/CT. There was no procedure and no specific patient affects reported. The level of harm was unknown though there was no serious harm reported.